Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient experienced pelvic pain, infection, urinary problems and additional medical treatment. According to the physician's office, the patient experienced bleeding post-operatively. The physician performed a laparoscopic coagulation of an area within the uterine artery. The patient also required a transfusion. Per the physician, these complications were not related to the device. The physician reported that the indication for the sling placement was urgency. At a six week post-operative appointment, the urgency was reported to be greatly reduced. All other information is unknown and unavailable.